Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The delivery system was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported the spline caught on the leg of the filter. The doctor was able to maneuver the filter and disengage the leg. The filter was deployed successfully. There was no pt injury reported.